Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported a little over a couple weeks ago they were attempting to charge their ins and was unable to do so and an error message displayed. Pt did not recall details of the error message. Pt stated that now the recharger (insr) won't power on at all. Pt stated they have an upcoming appointment on (B)(6) 2022 for routine check up and their healthcare provider (hcp) contacted a a manufacturer representative (rep) to notify them of the issue. Pt stated the rep is going to meet them at the appointment on monday for further troubleshooting. Patient services (ps) walked pt through resetting the recharger and pt confirmed it did not resolve the issue. Pt also confirmed the green light on the desktop charger does illuminate when connected to a power source. Pt also confirmed no visible damage to the desktop charger. The patient was sent a replacement insr. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back saying their manufacturer representative (rep) had them call on friday and pt was sent a new recharger (insr) . Pt said they met with the rep today and rep was going to send back the old insr. Pt said new insr works, but still won't charge from desktop charger (dtc) so rep said to call for replacement dtc. Pt examined dtc during the call and reported the connector pin was wiggly. The patient was sent a replacement desktop charger. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 37751 lot# serial# (B)(6) product type recharger. Product ID 37761 lot# serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger (serial# (B)(6)) found no anomalies. Analysis of the desktop charger (serial# (B)(6)) found a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.